Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that under-infusion occurred during use of the pump; however, the reporter stated when the patient arrived, there was no medication remaining in the bag. Per the reporter, an alarm occurred and the pump read 9ml. The syringe was primed and the pump was started at 2.2ml/hour with 100ml starting volume. No medication was drawn out and the residual volume was 9ml. Per the reporter, there was no patient injury.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a pump to have an inaccurate delivery is the expulsor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.